Manufacturer narrative:
B)(6). A visual inspection of the anchor confirmed the reported breakage. The hex/eyelet portion has broken off of the anchor body. The anchor body was not returned for examination. The eyelet is deformed and twisted. The hex of the inserter is stripped. The anchor appears to have received excessive torsional overload during insertion. There are no indications that would suggest the device did not meet product specifications upon release into distribution. (B)(4).

Event description:
It was reported that the end of the twinfix ti 5.0 ultrabraid screw broke.